Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient was recently seen in the emergency room complaining of chest pain that was radiating up to the neck. The patient mentioned at that visit there was beeping coming from their home monitoring system along with a blinking red light. Attempts to find out what the red blinking lights were for, or if that was a mistake have been made with no response. Also, the patient has not completed an interrogation since so the lights in question have not been explained. To date, no adverse patient effects have been reported.